Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "lumpy" product is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: adverse events: "the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Physician instructions: "the physician should instruct the patient to promptly report to her/him any evidence of problems possibly associated with the use of juvéderm® ultra plus xc."

Event description:
Patient reported after injection with juvederm®, the product was "lumpy." A "shot" was provided to disperse the medication. No information was provided on the status of the symptoms.